Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision due to an unknow reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision due to an unknown reason. No further information has been obtained. Additional information has been received that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and was doing well postoperatively. Explanted device was not returned.